Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). As reported by the user facility, it was confirmed that the batch number was unknown and the samples were not available for further evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow-up will be submitted.

Event description:
As per user facility: facility reported the catheter connector opened. The patient was taken back to the operating room (or) and received a second epidural under general anesthesia. Pregnant, female patient, presented to the facility for delivery of baby. No patient injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was provided for further evaluation. Visual inspection of the photo confirmed the reported defect. The manufacturer of the hub was notified of this occurrence. Per the manufacturer's investigation of the incident, the root cause was determined to be an error in the drilling machinery used to produce the hub components. In response to this incident and other incidents of this nature, the manufacturer has updated the incoming inspection report to include a visual inspection and pictures detailing the failure mode and to inform inspectors of what to look for in regards to product acceptance. In addition, the manufacturer has added a secondary inspection of the drilling tool into their procedure, to be performed by quality control personnel to ensure proper drilling of the introducer needle hub. This should reduce any occurrences of difficulty advancing the spinal needle. B. Braun medical inc. Will continue to monitor and trend all occurrences of this nature to verify effectiveness and to determine the need for any further actions. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400427767. No sample was received for evaluation. For continued safe use of the perifix catheter connector a detailed step-by-step instructions of how to use the perifix catheter connector label and cloth/silk medical tape has been provided. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation; however, a picture was submitted for evaluation. Visual examination of the picture shows that the catheter connector was detached. The reported defect was confirmed. Review of the discrepancy management system (dsms) database was unable to be performed because a lot number was not provided. End user confirmed that the lot number was unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.